Manufacturer narrative:
The investigation determined that falsely elevated vitros tropi es results were obtained from two different patient samples collected from two different patients using vitros tropi es reagent lot 6360 tested on a vitros 5600 integrated system. Subsequent investigation determined the assignable cause of the higher than expected results generated from the patient 2 sample was the presence of heterophilic antibodies in the patient sample that are interfering with the vitros tropi es assay. Per the vitros tropi es IFU, heterophilic antibody interference is a known limitation of the vitros tropi es assay. The most likely assignable cause of the higher than expected results generated from the patient 1 sample was heterophilic antibody interference, however, this could not be confirmed. No testing to verify the presence of heterophilic antibody interference was performed. The customer stated the patient 1 sample showed negative results on the mindray hs-tni platform and the patients other myocardial markers were all negative, and no related clinical cardiac symptoms were observed. Since serial repeated tests with the vitros tropi es assay showed consistently elevated and stable values, the customer believed the higher than expected vitros tropi es results obtained from the patient 1 sample were also caused by heterophilic antibody interference rather than a reagent or instrument performance issue. The customer uses non-vitros biorad quality control for the vitros tropi es assay. No historical vitros tropi es quality control results were provided. However, the customer informed the tsc that no performance issues have been indicated based on acceptable vitros tropi es quality control results. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros tropi es reagent lot 6360. Within run precision testing was requested to be performed on the vitros 5600 integrated system, however the customer declined to perform the precision testing. Therefore, an instrument issue cannot be entirely ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report falsely elevated vitros tropi es results obtained from two different patient samples collected from two different patients using vitros immunodiagnostic products troponin I es reagent pack lot 6360 tested on a vitros 5600 integrated system. Patient 1 sample results of 0.059, 0.071, 0.065, 0.078 and 0.070 ng/ml vs. The expected result of <url. Patient 2 sample results of 0.431, 0.356 and 0.342 ng/ml vs. The expected result of <url. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. None of the higher than expected vitros tropi es results obtained from either patient sample were reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report is number one of two 3500a forms being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).